Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a complex lcx - proximal diagonal vessel. Despite pre-dilatation it was not possible to pass the orsiro through the severely calcified lesion. The stent delivery system was withdrawn twice. Upon withdrawal, on attempt to re-insert the device, it was noticed that the stent has been dislodged from the balloon. However, it was not possible to locate the dislodged stent inside or outside the patients body. The delivery system was discarded at the hospital and is therefore not available for investigation.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Please note that the IFU warns against re-insertion if the orsiro stent system was removed prior to expansion as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal.